Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of "screens keeps [sic] scrolling without user entry on power up," which was experienced during evaluation. It was found that the run/stop, #0, #1, #3, #4, #6, #7, #9, and the (.) Key were inoperable. It was also observed that the 3rd soft key was stuck, causing an automatic output of the soft key. A carbon ink bridge was found across the circuit layer on the keypad, causing the reported symptom. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. Additional information: evaluation: (self-activation or keying), (failure to sense).

Event description:
It was reported that a spectrum pump "screens keeps [sic] scrolling without user entry on power up." It was also reported there was no patient involvement.